Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2009 via tha. It was reported that the removal surgery was performed by explanting the cup (manufactured by (B)(4), p/n: 121780056, lot#: 00277), the liner (p/n: 121887356), the head (p/n: 962712000) due to suspected infection caused by pain, and indwelled cement spacer molds (date of surgery was unknown). The stem (p/n: 961315000) was retained at this time, and the revision surgery was scheduled to be performed about 3 months later by explanting the stem and implanting implants after confirming sedation of infection (date of surgery was not fixed yet). The stem is planning to be returned after the revision surgery has been performed. No further information is available.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : the head, metal liner and a small bone screw were returned for investigation. The products had been implanted for 11 years prior to revision which would suggest that no product defect was the cause. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.